Event description:
It was reported that the pt's wound had still not healed from implant surgery and the doctor was now thinking about removing the device. The wound was near the bottom of the stimulator pocket area and looked like a hole. No treatment or outcome was reported. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).